Manufacturer narrative:
D4 - primary UDI number, h4 - device mfg date and h6 - health effects codes: corrected. H3 and h6. Evaluation codes: updated. One device was received for evaluation. The complaint could not be confirmed/duplicated during testing. With a known working patient circuit connected to the outlet/sensing port and a calibrated test lung, the device manometer matches the calibrated test gauge. It was recommended that the customer connect the sensing line of the patient circuit to the sensing port. Preventative maintenance and non-event related repairs performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the gauge fluctuated. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.